Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An sentrant sheath ((B)(6)) was intended to be used as a conduit during an unknown procedure.. It was reported during the index procedure, that attaching the dilator was difficult because the slit-type hemostasis seal and the cap detached easily during preparation. The sheath was replaced. Per the physician the cause of the damaged device was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
B5; additional information received; it was reported that there was no damage noted to the device or device's packaging prior to unboxing. The physician does not believe that it took more force than expected to remove the device from the packaging. A new sentrant sheath was used without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the sentrant sheath and dilator were returned with the seal cap detached while the dilator was still in the locked position. The dilator was partially retracted from the sheath and the catheter seal and slit seal exited the sheath on the dilator. There was no damage noted to the cap seal clips. The seal cap was repositioned into the seal housing. The dilator was rotated to unlock it from the seal cap and could be removed without issue from the sheath. The reported detached (in vitro) could be confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.